Manufacturer narrative:
Correction h6 device problem code: should be a160106 and not a160105 as initially reported the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'pump did not alarm to an occlusion' which was reproduced as no audio alarm occurring on the device for an upstream occlusion alarm. Normal audio was seen for a downstream occlusion alarm. The reported condition was verified. The cause was determined to be a failing processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm to an occlusion. It was stated that the device was being used to give levophed (dose, programmed amount and delivery rate unknown) to a patient to increase blood pressure. This occurred during an unspecified process step. Blood pressure was not increasing due to the clamp being closed and that the pump did not alarm to an occlusion. The problem happened during delivery at the emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.